Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer stated that right side of frame on rear leg is bent and she is unable to use chair safely because of the bend. MDR filed.